Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coils had migrated out of her fallopian tubes and into her uterus/migration of essure device location of device: uterus") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient has not underwent essure confirmation test". The patient's past medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Previously administered products included for to prevent pregnancy: depo. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 20 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy") with rash and dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain ("severe constant abdominal pain"), abdominal pain lower ("severe abdominal cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, allergy to metals, abdominal pain, dysmenorrhoea, abdominal pain lower, migraine and headache was resolving and the procedural pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, headache, migraine and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. Events per pfs: patient has not underwent essure confirmation test were added, patient's medical history was added. Outcome of the event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coils had migrated out of her fallopian tubes and into her uterus.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, allergy to metals ("nickel allergy") with rash, abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe abdominal cramping"), migraine ("migraines"), headache ("headache") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent diagnostic laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, allergy to metals, abdominal pain, dysmenorrhoea, abdominal pain lower, migraine and headache was resolving and the procedural pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, headache, migraine and procedural pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.